Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP device alleging the device has black particles coming out into the tubing and the filters are turning black within one day. The patient has changed their filters twice. The patient alleges a bad cough. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: during the investigation, manufacturer observed a dust-like contaminant on the filters, water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, pca, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, and bottom enclosure and dried liquid spots with potential mineral deposits were observed on the water. Hair-like particles were observed on the blower, blower seal, heater plate, and bottom enclosure. A keratin-like substance was observed on the outlet of the blower box. There was one error code found. Using the power supply and power cord returned with the device, manufacturer was able to confirm the device powers on, provides airflow, a known good, heated tube heats, and the heater plate heats. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Manufacturer was not able to confirm the complaint or address the symptoms specified. Manufacturer could not confirm the complaint of black particles inside the tubing due to tubing not being returned. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer received information regarding a dreamstation 2 adv auto CPAP device alleging the device has black particles coming out into the tubing and the filters are turning black within one day. The patient has changed their filters twice. The patient alleges a really bad cough. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.